Event description:
It was reported that this right atrial (ra) lead became dislodged the same day it was implanted, during a procedure where a mitral clip was implanted, so it was revised and remains implanted. No additional adverse patient effects were reported.